Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 29 mmol/l. The customer treated with manual injection. Customer also reported that the insulin pump had a no delivery alarm. During troubleshooting, they were able to complete the rewind process and the insulin exited after a 5.0 unit manual prime was delivered. The insulin pump did not alarm no delivery and was able to complete bolus delivery. Customer requested to have the insulin pump replaced. The insulin pump is expected to return for analysis. Additional device related incidents: insulin pump ((B)(4)); infusion set ((B)(4)).